Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jan/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule and capsular contracture, baker grade unknown.

Event description:
Patient reported having "a lump or thickening in or near the breast or in the underarm area", side unspecified. Patient additionally reported having had moderate right breast pain. Additionally, healthcare professional reported explant due to "textured breast implant" and capsular contracture, baker grade unknown. The device was explanted. This file is for the right side.

Manufacturer narrative:
Clarification to b3: (B)(6) 2019 (system error- unable to populate due to record being open since 2009). Continued h.6. Health effect - impact code: f2201 biopsy.

Event description:
Healthcare professional updated right capsular contracture to baker grade iii.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: visual analysis of the returned device identified: deformation, fold creases, observed a dark circle around the patch. And was observed after autoclave cycle: cloudy gel and bubbles in gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.10., h.3., h.6.

Event description:
Patient reported having "a lump or thickening in or near the breast or in the underarm area", side unspecified. Patient additionally reported having had moderate right breast pain. Additionally, healthcare professional reported explant due to "textured breast implant" and capsular contracture, baker grade unknown. The device was explanted.this file is for the right side.